Manufacturer narrative:
This is the second complaint reported for this finished goods lot; however the first for this issue. Review of the device history record indicates the order was built to specification. The returned sample was visually inspected and no obvious defects were observed. The sample passed functional testing. No source of occlusion could be detected. The root cause of the customer's complaint could not be established as the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an occlusion bell alert occurred at the beginning of phacoemulsification. The product was replaced and procedure completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.